Event description:
It was reported that during implant the right ventricular (rv) lead was repositioned resulting in a cardiac perforation and subsequent pericardial effusion. A spike in heart rate as well as a drop in blood pressure were also reported. Pericardial centesis was performed to treat the effusion. The lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d334drm implantable cardioverter defibrillator 2013 (B)(6); 407652 implantable pacing lead 2013 (B)(6). (B)(4).